Manufacturer narrative:
(B)(4). Batch # t5a18m. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damaged and partially fired 1/3 and with the reload lock out spring normal. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, surgeon fully fired but after open the jaw and seeing the tissue - each staples were not completely deployed and were not fully get b-shape on tissue. When surgeon used new tr45w, it was successful. There were no adverse consequences for the patient.